Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer will change pump supplies and clean pump vents to address the issue. The customer¿s blood glucose was 335 mg/dl.